Event description:
The customer reported the panorama telemetry system had lost communication, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. The panorama server was returned to the factory for further evaluation, while a loaner is being provided to the customer.